Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they don't feel like they are getting an adequate response from the therapy (clarified not getting a 50% reduction in symptoms at night). Pt stated due to this they spoke with rep on (B)(6) and pt switched to program 3 and adjusted stimulation. Pt stated they have been at this setting for two weeks now and stated during the day they are fine, but reported at night they are still not getting a 50% reduction in symptoms since date of implant. Pt reported they are getting up 8-12 times at night and they have only had a "couple of good nights". Pt confirmed during call that therapy was on at program 3, 1.4v. Pt increased stimulation to 2.0v and confirmed feeling stimulation comfortably on left side of bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Pt will increase stimulation as needed if not seeing an improvement. Pt may call back if needing assistance changing programs if not seeing improvement with increasing stimulation. (B)(6) 2022 the patient reported they are having pain right above their implant that has been "really bad" (about two inches above implant). Pt stated this started "about a week ago".  The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2022. Additional information was received from the patient. Pt called back and stated they continue to have the same issues reported on program 3 at 1.9v. Pt states they can already feel the stimulation when they lay down at night so they don't think that turning stim up any more would be a good option. Pt states they are cauterizing twice a day. Pt states once in the morning and can go until 5:00 without going to the bathroom and then again at 9pm. Pt states by 12:30am, at the latest, they are up to go to the bathroom. Pt also mentioned having good results one night but states they had been fasting all day for an unrelated medical procedure. Pt services walked pt through switching to program 2 at 1.8v. Pt reports it's comfortable and in bike seat area. Pt services recommended following up with doctor regarding program change. Pt states they have an appointment scheduled for (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have been on program 5 at 1.6 for quite a while and their symptoms are not getting any better. Pt said most nights they are up 11 times but sometimes they get up just 3 times. Pt said they have been keeping a diary and their doctor told them to elevate their feet in the evening and limit water, they have been drinking probably half of what they like to. Pt repeated they continue to cath twice a day and wish they could get a good nights sleep. Pt requested assistance to make an adjustment to their setting and during the call increased from 1.6 to 1.8, stated stim was comfortable they would try it there. Pt said their doctor told them if this does not work the only other option is a colostomy bag and they do not want that. Pt mentioned the medtronic rep is at the doctor's office every other monday but made no comment about them being aware of any adverse events. Reviewed interstim therapy optimization information and recommended pt continue keeping a symptom diary to track results. Redirected patient to their doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that her urinary retention was not prior to device but indicated that craterization was a standard of care. Their issue was incontinence.